Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4)- indications for use. The puncture site was noted to be in the profunda artery. The instructions for use (IFU) state under indications for use that prostar xl percutaneous vascular surgical systems are intended for percutaneous delivery of sutures for closing the common femoral artery access site, reducing the time to hemostasis and ambulation (patient walks ten feet/three meters) for patients who have undergone catheterization procedures using 8.5f to 10f sheaths. Additionally, the IFU states under warnings not to use the prostar xl pvs system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). Perform a femoral angiogram to verify the location of the puncture site. (B)(4) - against resistance. The prostar xl device was inserted with strong resistance. The IFU states under precautions not to advance or withdraw the prostar xl device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the prostar xl device should be avoided as it may lead to significant arterial damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and arterial repair. If excessive resistance in advancing the prostar xl device is encountered, withdraw the prostar xl device over a 0.038-inch (or smaller) guide wire and reinsert the introducer sheath or use conventional compression therapy. (B)(4) - failure to following steps/instructions. It was reported that a needle back-down was performed and the needles of the device were redeployed. The IFU states under technique for needle back-down not to attempt to re-deploy the device after the needles have been backed-downed. Replace the device with another prostar xl, re-insert the introducer sheath, or apply manual compression.

Event description:
It was reported that suture placement was attempted using a prostar xl device in mildly tortuous left common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was a 6f then was upsized to an 8f. Strong resistance was felt during insertion of the 6f sheath and the 8f sheath. Resistance was also felt during insertion of the prostar xl device. The prostar xl device was placed and blood flow from the marker lumen was visible. The needles were deployed; however, only three needles were visible, the fourth needle deflected and was visible under the skin. A needle back-down was performed and the device was redeployed. All four needles were visible and the sutures were successfully placed using the preclose technique. The sheath was upsized to a 10f sheath, again with strong resistance felt during insertion of the sheath. At this point it was noticed that the puncture was not in the common femoral artery but in the profunda. The patient was stable but the decision was made by the physician to take the patient to surgery. Hemostasis was surgically achieved. There were no reported adverse patient sequelae. No clinically significant delay or significant impact to the patient in the procedure was reported. The physician is reported to be trained in the use of the prostar xl device and established in the preclose technique. No additional information was provided.